Event description:
It was reported that the patient presented remotely via mwerlin net. Upon review of the transmission, right ventricular (rv) lead exhibited noise over-sensing. The over-sensing appeared as false high ventricular rate. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.